Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. As received, the electrode belt was found to have a damaged cable. The truck cable of the electrode belt was pulled from the distribution node, separating the cable from its strain relief. This caused the communication problems and abnormal shutdowns. The root cause of the separated cable cannot be positively identified but likely resulted from the application of excessive force to that section of cable. Once the trunk cable was replaced, the belt was fully functional and did not produce any further errors. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(4) male, pt's daughter, contacted zoll lifecor customer support service to report a service code displayed on the monitor. Support reviewed the pt's download and found multiple abnormal shutdowns. The pt was provided with a replacement electrode belt.